Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had surgery to move the pump from the buttock to the abdomen. When the physician tried to disconnect the catheter from the pump the silicone piece pulled away from the metal piece inside the sutureless connector. The patient outcome was ¿alive ¿ no injury¿. The device system was used to deliver fentanyl and bupivacaine. It was later reported that the patient recovered without sequela. It was later reported that the patient experienced pain at the pump pocket at the distal aspect of the pump. The patient felt like the pump had moved. Interventions included medication adjustment, lidocaine cream and surgical repositioning of the pump pocket. The severity was moderate.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8598a, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4). Final analysis of the returned catheter/sc connector revealed that difficulty with explant of the sc connector led to explant.